Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead revision (manufacturing report number 3006705815-2020-30620 and manufacturing report number 3006705815-2020-30621) the clinician programmer would not connect to the ipg. Troubleshooting did not resolve the issue. The ipg was explanted during the procedure due to the physician being unable to place the new lead (manufacturing report number: 3006705815-2020-30619).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.